Event description:
It was reported that the subject flow diverter stent was implanted in a patient at left internal carotid artery (ica) c4 segment on (B)(6) 2022. Immediately after the procedure, there was stenosis in flow diverter stent 26~50% and parent artery stenosis 26~50%. On (B)(6) 2022, stenosis in flow diverter stent was 51-75% and parent artery stenosis was 51-75%. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day from (B)(6) 2022 to now (ongoing). Preoperative mrs on (B)(6) 2022 was 0 and postoperative mrs on (B)(6) 2022 was 0. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device remains implanted in the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the surgical site: left internal carotid artery ica c4. Adverse event 1: stenosis in flow diverter stent, (B)(6) 2022(immediately after the procedure): 26~50%, (B)(6) 2022 (6 months follow-up): 51-75%. Adverse event 2: parent artery stenosis, (B)(6) 2022(immediately after the procedure): 26~50%, (B)(6) 2022 (6 months follow-up): 51-75%. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). No surgical delays or medical interventions were reported. The patient was discharged from the hospital on (B)(6) 2022 and 6 month follow-up was performed on (B)(6) 2022. No adverse event other than stenosis was confirmed. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that the subject flow diverter stent was implanted in a patient at left internal carotid artery (ica) c4 segment on (B)(6) 2022. Immediately after the procedure, there was stenosis in flow diverter stent 26~50% and parent artery stenosis 26~50%. On (B)(6) 2022, stenosis in flow diverter stent was 51-75% and parent artery stenosis was 51-75%. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day from (B)(6) 2022 to now (ongoing). Preoperative mrs on (B)(6) 2022 was 0 and postoperative mrs on (B)(6) 2022 was 0. No clinical consequences were reported to the patient due to this event.